Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized for elevated blood glucose (bg) of 1200 mg/dl with ketoacidosis (dka) diabetic coma with no reported symptoms associated with an alleged unspecified pump issues. Reportedly, the patient was treated by a healthcare provider but information about the type of treatment received could not be obtained. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed therefore the unspecified pump issue could not be confirmed. Follow-up calls from cts and ms were made to attempt to contact the patient but contact was unsuccessful and no additional information was obtained. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.